Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a fenestrated endovascular aneurysm repair procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access for placement of an endovascular graft. A standard .035 guide wire and a 5f guide catheter were advanced to the patient's aneurysm site. During catheter manipulations over the wire, the catheter tip detached within the patient's aneurysm. The decision was made to deploy the endograft, trapping the detached tip between the graft and the vessel wall, keeping the patient from having to undergo an additional surgical foreign body removal procedure. A new catheter was used to complete the procedure with no additional consequences to the patient.